Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted holes in the a-tip and ring and v-ring seal plugs. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Actual device longevity was calculated compared to expected values and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital complaining of discomfort. Upon interrogation it was found that this pacemaker was set to vvi 50 having reached end of life (eol) sooner than 90 days following elective replacement indicator (eri). A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.